Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had been dead for two days. Customer did not called back after leaving current battery in insulin pump for 1 hour. The customer declined troubleshooting for power loss issue and high blood glucose. The customer¿s blood glucose value was 397 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.